Event description:
It was reported following a successful stenting in the right mi segment of the middle cerebral artery (mca), an occlusion in the territory of the treated vessel occurred post procedure. The complications resolved without any sequelae and no actions were taken. Two days post procedure, the patient suffered a stroke due to in-stent thrombosis. No further details have been disclosed at this time.

Manufacturer narrative:
Evaluation conclusion: anticipated procedural complication. The device remains implanted so was not returned for analysis. From the information provided, there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. A review of the labeling found that it contained language regarding the reported event. A root cause of anticipated procedural complication was assigned as thrombosis is a known adverse event associated with this device that is listed on the product directions for use (dfu).